Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a breach in aseptic technique resulting in peritonitis in a patient coincident with therapy for peritoneal dialysis. Therapy was ongoing. While hospitalized for an unrelated event, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. The patient was discharged from the hospital but later readmitted for the peritonitis. The patient was treated with vancomycin (daily, intraperitoneally (ip), 250 mg) and fortaz (1,000 mg, daily, ip). The patient had not yet recovered from the peritonitis. No additional information is available at this time.